Event description:
On 5/7/91 device was implanted. On 12/02/94 the pump was revised. On 7/26/96 the pump and cylinders were revised. On9/3/96 the pump and reservoir were removed from the pt and replaced due to fluid loss tubing reservoir.